Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic bronchial ultrasound (ebus) transbronchial needle aspiration (tbna), the spring coil at the distal end of the attract biopsy needle was embedded in the patient's body. The spring coil was removed after foreign body removal treatment. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.